Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This information was reported in error on initial MDR #0001822565-2016-02658 on (B)(6) 2016.

Event description:
It was reported that the patient is experiencing chronic fatigue.

Manufacturer narrative:
This report will be amended when our investigation is complete.